Event description:
Pt's anatomy was sized for a 28mm main body endovascular graft. When deploying the main body graft it was observed that the contralateral limb was facing slight anterior. When deployed the limb opened sideways in a medial lateral direction. Due to the positioning of the contralateral limb the physician elected to deploy the ipsilateral limb, then attempt an "up and over" technique to cannulate the contralateral limb. With the deployment of the ipsilateral limb the distal portion of the main body graft twisted and landed more toward the contralateral side. At this point it was observed that the limbs were closing. As it was believed the tension present resulted in the graft twisting, the physician attempted to push the main body up then downward. An attempt to place a wire in the contralateral gate from the femoral artery was unsuccessful. When trying the "up and over" technique, the wire would not advance out of the contralateral limb. Wire access was eventually lost during attempts. An attempt to advance a balloon into the contralateral limb, did not appear to move the limb. Once the wire access was gained into the contralateral limb, the wire was snared and the leg graft was ballooned. Contralateral leg graft was successfully deployed. At conclusion, it was observed the legs were slightly crossed, but multiple inflations of the limbs showed good results. No endoleaks at conclusion.